Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, high lead impedance, decrease in sensing and increase in capture threshold was observed. Patient was sent home. Next day, an alert for high, out of range, lead impedance was observed. Lead was capped and replaced (B)(6) 2016. Patient is doing well.